Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an ¿error-2¿ message on the her adc freestyle libre reader. Due to the error message, the customer was unable to monitor their blood glucose and experienced a symptom of confusion. The customer had contact with a healthcare professional and a reading of 32 mg/dl was obtained on the hcp meter. The customer was administered glucagon and serum as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: mfg narrative has been updated as additional investigation information has been received after the previous report was submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed libre reader passed all tests prior to release.

Event description:
The customer reported receiving an ¿error-2¿ message on the her adc freestyle libre reader. Due to the error message, the customer was unable to monitor their blood glucose and experienced a symptom of confusion. The customer had contact with a healthcare professional and a reading of 32 mg/dl was obtained on the hcp meter. The customer was administered glucagon and serum as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the reader and no issues were observed. The reader did not power on upon the following actions: home button depression after charging, strip insertion, connection of the reader to a pc with a usb data cable. The reader was sent for further investigation and powered on with home button depression when pressure was applied to the central processing unit (cpu). The reader did not display any error messages during the investigation. A built-in reader test was performed and passed, no issues were observed. The customers reported issue (error 2 message) was not confirmed, however the power issue observed during investigation was captured and confirmed by adc.this also served as a correction report. Section h-5 ( labeled for single use) was incorrectly documented as yes. Section h-5 has been updated to no.

Event description:
The customer reported receiving an ¿error-2¿ message on the her adc freestyle libre reader. Due to the error message, the customer was unable to monitor their blood glucose and experienced a symptom of confusion. The customer had contact with a healthcare professional and a reading of 32 mg/dl was obtained on the hcp meter. The customer was administered glucagon and serum as treatment and no further treatment information was reported. There was no report of death or permanent injury associated with this event.